Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2015 the patient underwent a th12-l2 fixation surgery due to l1 burst fracture. On an unknown date, post-op, lowest instrumented vertebra (liv) screws (level l2) was broken at the base of the screw. On (B)(6) 2016, the patient underwent revision surgery for removal of the implant. A part of the screw could not be removed and remained in patient post the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.